Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The procedure was fibula. The 16mm locking screw didn't lock on screw hole. Implanted another 16mm screw and complete the procedure with no issue.

Manufacturer narrative:
The reported event that locking screw, t10, 3.5x16mm was alleged of 'no locking effect' could not be confirmed. Based on investigation, the root cause was attributed to be user related. The failure could have been most likely caused by an improper insertion of the screw into the plate it was only received a screw. The plate was not received. The screw was inspected at the microscope and showed a small crack in the locking thread. Also, shows marks of rotational scratches in the locking area. This was probably the result of a grazing with the plate while insertion. Despite the screw damage, it was attempted to lock this screw into a straight fibula test plate and it locked appropriately. Most likely the non-locking event could have been resultant of a non precise insertion of the screw and a non adequate tightening. As the labeling states "one-step locking achieved by simply inserting a locking screw within the polyaxial locking range of ±15°". If this range is not respected the screw might not perform the locking appropriately. Thus the use of the drill guide is recommended as the "polyaxial drill guide allows placement of locking screws at a variable angle (up to ± 15°)". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The procedure was fibula. The 16mm locking screw didn't lock on screw hole. Implanted another 16mm screw and complete the procedure with no issue.